Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump alarmed no delivery alarm. The customer reported the insulin exited during 5.0 unit fixed prime. Customer requested a call back to continue troubleshooting. Customer stated has a broken belt clip. Patient's blood glucose at time of incident was 400mg/dl. Patient's current blood glucose was 323mg/dl. The customer was unable to treat at this time, as was receiving a no delivery alarm. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery. Customer states the drive support cap appears normal. Customer unable to pull set out and unable to complete troubleshooting shooting. The customer¿s blood glucose was around 1600mg/dl and this morning it was 247mg/dl. Blood glucose was 323mg/dl. The insulin pump will not be returned for analysis.